Manufacturer narrative:
Continuation of d10: product ID 37612, serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostimulator; product ID tm90d0, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller stated that the patient's therapy is off. Caller stated that they have been on the phone with manufacturer representative, times today trying to get the therapy turned back on. Caller said that the communicator (com) has been plugged in for 30 minutes, but it won't turn on. Caller mentioned that they never kept the com charged since the patient was implanted. Caller confirmed that the implanted neurostimulator is charged to 75% and that therapy is turned off. Agent reviewed with the caller that it is recommended to charge the handset and communicator at least every 6 months, agent did let patient rep know that the battery is fully depleted to where there is no life left in it. Caller then said that they noticed on wednesday that the handset battery wasn't using a lot of battery. Caller noted that they charged the handset to 100% on saturday night, and when they got home on friday night, the battery was still at 75%. Caller then noticed that the therapy was off and there is no therapy working right now. Agent did verify when patient is plugging in communicator are there any indicator lights and patient rep stated no. An email was sent to the repair department to replace the device.